Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump flipped multiple times. Pt also had arthritis due to which there were bony strictures that 'crushed his catheters". Pt had been on saline for 1 year. Hcp wanted to "disable the pump for good". Several attempts to follow-up with the physician for additional information were made without success.